Manufacturer narrative:
Field service was unable to recreate same issue but replaced compressor as a precaution due to the cpx04 error. All values are within specification. Electrical safety test performed. Machine operating normally. The device history review is complete with no anomalies noted. We are unable to duplicate the reported issue and cannot determine the root cause of the event. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No further investigation or corrective action is necessary.

Event description:
The user facility in the (B)(6) reported mid case towards the end the system switched itself off then back on a couple of times. An error appeared that the compressor module had reset and when the foot control was not depressed aspiration continued. There was no patient impact and surgery was completed.